Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 while attempting to load a cartridge onto the pump. It was also reported that the customer received multiple temperature alarms while attempting to deliver a bolus prompting the customer to deliver a manual injection. Customer reported having a low blood glucose (bg) level of 65 (mg/dl), but attributed low bg to exercising without eating enough. During troubleshooting with tandem technical support, customer was able to load a new cartridge onto the pump.